Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar, a kink in the distal shaft located 16.5 cm and numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jan-2018. It was reported that crossing difficulties through guide occurred. The 30mmx3mm, 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During introduction, it was noted that guidezilla could not cross through the guiding catheter. Procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation at the collar.